Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref # (B)(4).

Event description:
It was reported that a male patient (78 kg) with history of coronary artery disease, ischemic cardiopathy, ejection fraction of 20% and low oxygen level during arterial blood gas result, underwent a left sided ischemic ventricular tachycardia (l-isvt) ablation procedure with a pentaray nav high-density mapping eco catheter and suffered cardiac arrest requiring cardiopulmonary resuscitation (CPR). During the procedure patient was under general anesthesia and intubated. While mapping in the left ventricle with the pentaray nav high-density mapping eco catheter, the patient became hemodynamically unstable, his blood pressure dropped, and he went into pulseless electrical activity. CPR was started and sinus rhythm returned to normal. No effusion was noted on echo & was confirmed with the soundstar catheter. Reminder of the procedure was aborted. The patient was reported in stable condition and was moved to the intensive care unit (ICU) for overnight observation. Physician¿s opinion regarding the cause of the adverse event is that it was patient condition related. Patient¿s outcome is fully recovered with no residual effects. No bwi product malfunctions were reported. At the time of the incident there was a soundstar, bwi cs unidirectional and pentaray catheter inside the patient¿s body.

Manufacturer narrative:
On(B)(6)2020 , during an internal review of the event details, it was determined that the pentaray nav high-density mapping eco catheter used in this procedure should be considered concomitant as the patient condition was the most likely contributing factor to the adverse event and there was no evidence that the product used resulted in the development of pulseless electrical activity. As such, this event is no longer considered to be MDR reportable against the bwi device. Additionally, on (B)(6)2020 , additional information was received clarifying the lot # of the pentaray nav high-density mapping eco catheter involved in this procedure was lot # 30324609l.the following fields have been updated based on the updated lot #: d4. Lot # field has been updated from 30326014 to 30324609l . D4. Expiration date field has been updated from 11/24/2022 to 12/3/2022. H4. Manufacture date field has been updated from 11/25/2019 to 12/4/2019. Manufacturer¿s ref # (B)(4).